Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 bd¿ sharps collectors had no lids. The following information was provided by the initial reporter: "I have 10 small sharps containers, but I have no lids for them."

Event description:
It was reported that 10 bd¿ sharps collectors had no lids. The following information was provided by the initial reporter: "I have 10 small sharps containers, but I have no lids for them."

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported that the customer received 10 small sharps containers, but have no lids for them could not be verified due to the product not being returned for failure investigation. According to the device history record review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number reported (1218947) under this customer complaint. A review of the ncmr¿s was performed; the result showed there was one issue reported for missing lids for the same part number throughout the last twelve months. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like a picture from original packaging to perform an exhaustive investigation.